Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they could not get any readings because the screen was frozen on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 03/09/2016 to report that they could not get any readings on (B)(6) 2016. No injury or medical intervention was reported.